Event description:
A malfunction alarm prompted the caller to remove and replace the cartridge. The caller's blood glucose level was reported as high, although no specific value was provided. The customer managed the situation by administering a correction bolus via their pump, and restarting their insulin therapy after changing or reloading the cartridge. No additional third-party assistance was required. Reportedly, customer reverted to manual injections for insulin therapy.